Event description:
It was observed during olympus' device inspection that the videoscope exhibited a missing adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue is attributed to stress related problems that affected the adhesive bonding, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.